Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a off no power alert with their insulin pump. The customer reported the insulin pump would frequently shut off without warning. Customer stated they have troubleshooted, but the issue persisted. It was also found the battery on the insulin pump did not last for more than one day. The customer's blood glucose was between 400 mg/dl and 500 mg/dl at the time of incident. Customer stated they did not receive a low battery alert prior to the off no power alert occurring. Customer declined to troubleshoot. The insulin pump will be returned and replaced.